Event description:
A report was received that the patient had pain at the mid-line incision. The physician thinks it was a ball of scar tissue; however, an x-ray showed nothing unusual. The physician will open the incision for exploration.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-70 serial:(B)(4) description:linear st lead, 70cm.

Event description:
A report was received that the patient had pain at the mid-line incision. The physician thinks it was a ball of scar tissue; however, an x-ray showed nothing unusual. The physician will open the incision for exploration.

Manufacturer narrative:
Additional information was received that the patient underwent an exploratory procedure. The physician replaced the 2.3cm suture sleeves with a 1cm suture sleeves and buried them deeper. The patient is reportedly doing well following the procedure.